Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high, system impedance measurements measuring, 135 ohms. Technical services discussed elevated shock lead impedance potential issues and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this system was explanted and replaced successfully. The physician suspected that the lead was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high, system impedance measurements measuring, 135 ohms. Technical services discussed elevated shock lead impedance potential issues and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this system was explanted and replaced successfully. The physician suspected that the lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.